Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a laparoscopic general procedure, the blade would not retract. Another like device was pulled and used for the procedure. There were no adverse consequences for the patient. The trocar was discarded after the procedure.